Event description:
Patient has two lumen hickman that were placed on 03/15/07. Upon visit today, rn found defective injection cap -bd q-syte- on red lumen of hickman catheter. This line is in place for tpn therapy. Unclear whether the injection cap maintained a closed system. Product is available for eval.